Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for 7.3mm x 95mm cann. Screw, full thread (part number 3007-73095, lot number 309577). The screw was not returned for evaluation. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during the post op follow-up appointment, the treating surgeon performed an x-ray and noticed a 7.3mm x 95mm cann. Screw, full thread (part number 3007-73095, batch number 309577) had broken. There were no adverse patient consequences reported.